Event description:
It was reported to philips that the system lost geometry movements. Upon rebooting, the system froze. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned neurovascular procedure was performed under anaesthesia when the issue happened. The procedure was 20-minute delay while cold restart of the system was performed. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing log, fse found multiple errors related to the ad7xt patient support geometry. Upon troubleshooting, errors indicated potential issues with potentiometers and the interface unit. To resolve the problem, fse replaced potentiometers and interface unit for reported intermittent issue and return the parts for failure analysis, but no failure found. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. There may be instances in which the system fails to power on as expected despite following the appropriate steps as outline in the IFU. There may be any number of reasons for failure of the system to power on prior to starting a procedure. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.